Event description:
It was reported to philips that the entitled cable broke off inside the device. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.